Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "revision tha for repeated hip dislocation, expected ceramic on ceramic, on opening revealed metal on metal". The product was not returned to depuy synthes, however photos were provided for review. See attachment (img_4711, img_4712, img_4713 and img_4714). Photo analysis revealed nothing indicative of a device nonconformance. As the device was not returned, an as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the articuleze m head 36mm +8.5 would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device 2259362 number, and no non-conformances/manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision tha for repeated hip dislocation, expected ceramic on ceramic, on opening revealed metal on metal.